Event description:
Reporter reports doing back to back testing on customer's meter compared to a professional meter while using the aviva system with results of 276mg/dl on customer's meter and 63mg/dl on the professional meter. No quality controls were run during the call. No adverse event related to discrepant results. A request was made for return of the suspect product and a replacement was sent.